Event description:
The package of the orbit helical fill 2x4 (637hf0204) was broken before use; therefore, another product was utilized to complete the procedure. The product was new, and the product was initially received in this condition. The product was stored per (IFU) instruction for use guidelines. Prior to opening, the outer was not package sealed, and the part of the package that was broken was the inner package. Therefore, the sterility was compromised. The product was not exposed to any sharp objects. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.